Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient three faced infusion set tubing got detached event on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.